Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria." Based on the results of the investigation, the event caused due to failure of the connected video cable which unable the transmission of the signal and thus, phenomenon "the image is not displayed" occurred. However, the root cause could not identify. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center was not displaying an image on the monitor using the red, green, and blue (rgb) cable. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.